Event description:
The pt reported loss of stimulation, which was believed to be caused by electrocautery damage. The decision was made to replace the implant. Device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant.